Event description:
Health professional reported an unknown side "leaking tissue expander, the expansion was not completed". Device has explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening curved in anterior side and fluids inside device. A leak test was performed which identified three openings on the device. Microscopic analysis was performed which identified: three openings curved in anterior side displayed striated edge consistent with the use of a surgical tool, and non-penetrated nicks in posterior side displayed striated edge consistent with the use of a surgical tool cataloged as surgical tool scratch-like. Based on the device analysis the final assessment is: three openings due to surgical damage. Surgical tool scratch-like.

Event description:
Additionally health professional confirmed left side event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Deflation - patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Health professional reported an unknown side "leaking tissue expander, the expansion was not completed". Device has explanted and replaced.